Event description:
The hcp reported that the pt was experiencing "left sided numbness that migrated". CT scan was negative and no focal deficits were noted on exam. A myelogram was performed revealing a 1.5 cm mass at the catheter tip. Further investigation revealed that the "catheter had migrated intrathecally, made a 360 degree turn and went epidurally with some fluid collection at the tip creating a mass effect in the cord. Aspiration of 7 ccs of fluid relieved some of the compression". The pt received methadone 35 mg/ml and clonodine at an unk concentration (thought to be "low dose"). The catheter was replaced and the pt has had mild improvement in proprioreception in right leg, but unchanged in left leg. The pt has been referred to a rehabilitation center.

Event description:
The hcp reported that the patient is experiencing numbness in legs and "instability with balnce." The symptoms began three weeks post refil.